Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant erupted."

Event description:
Patient reported "[implant] erupted.. Looked down and could tell it was different.." This record is for the left side. Device remains implanted.